Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, repeated recoverable error 32100 occurred on universal surgical manipulator (usm) 2. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse confirmed the error in the logs. Tse had site perform emergency power off (epo) and restart the system, but the issue was not resolved. The procedure could not be continued with only three usm arms. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in logs, the 32100 error was found indicating an alternating current (ac) hardware current/voltage monitoring error pointing towards the axes controller motor (acm) printed circuit assembly (pca) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32100 error was triggered indicating fault on the acm pca, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform where all relevant testing was passed within specification. Once testing was completed, the ivmon_diagnostic app was used to verify that the source of the fault was verified to be the acm pca. The complaint was confirmed based on the field evaluation and failure analysis. A review of the site¿s system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: 32100 indicating ac hardware current/voltage monitoring error ** if xi psc, the error is reported on usm2 (acm): channel m6_adc_vref_mon (value=113633, low alarm error (check cabling). Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a usm that has been serviced post-manufacture. The failure analysis was able to conclude that the acm pca was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.